Manufacturer narrative:
The issue is being investigated by the manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
We received information containing an allegation about cart falling from the manual trolley due to the docking fixation malfunction. The cart is an accessory to a medical device. When reviewing reportable events for this type of issues reported to company¿s complaint handling system within last 5 years we were able to find no additional reportable complaints with the same allegation. When the event occurred, the device did not meet its specification as we confirmed there was a docking fixation malfunction. Upon the event occurrence the device was not being used for patient treatment. The device affected is a manual fixed high loading trolley, accessory dedicated to be used with the 86-series washer disinfectors. During the investigation course, the getinge technician inspected the washer with the accessories and found loosened docking fixation of the trolley to the washer. The situation was corrected by placing new docking kit on the unit. The complaint was investigated by the subject matter expert (sme) from the manufacturing site who confirmed that the docking kit could came loose because of loosening of the screw, which holds this part. It was concluded that most likely the screws weren´t correctly tightened from the installation of the docking kit and gradually became more loose while using the device and in result, contributed to the improper trolley fixation. To sum up, the most likely root cause of the event was established as an error made by a technician, who did not tighten the screws properly during the installation of the docking kit. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is being investigated by the manufacturing site. Device not returned to the manufacturer.

Event description:
On (B)(6), 2020 getinge became aware of an issue with one of the accessory used together with a washer disinfectors, 8666. As it was stated, the cart nearly fell off on the floor due to the docking mechanism malfunction. As a result, the operator sustained an injury, however none of the information received so far suggest that it required any medical intervention, thus it was not classified as a serious one. Nevertheless, we decided to report this complaint to competent authorities based on the potential for serious injury, if the situation was to reoccur.